Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events type 3a endoleak of the cuff and main body with complete component separation. The complaint is most likely user related due to the off-label neck anatomy (angulation) and cautionary rupture present pre-implant as well as aortic remodeling as demonstrated by the increased neck to aortic angulation. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, the patient presented into emergency with back pain. A computerized tomography (CT) was performed. The CT showed evidence of graft separation of the bifurcated stent graft and suprarenal stent graft extension, a type 3a endoleak, sac growth and an impending rupture. A re-intervention was performed. A non- endologix stent device was placed to bridge the separated components; however, the leak remained present. The physician elected to reline the graft with an ovation graft system followed by the placement of another non- endologix stent at the level of the seal zone to successfully resolving the endoleak. In addition, the CT also noted an aneurysm (sac growth) within the left internal iliac artery which was treated during the same re-intervention with the placement of coil and the internal iliac was intentionally covered with an ovation limb extending into the external. The sac growth was excluded following the re-intervention and the patient remained stable in ICU as of (B)(6) 2018. There have been no additional patient sequelae reported.